Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported, receiving scan results 'hi' (reading >500 mg/dl). And self-treating accordingly. Customer subsequently, experienced confusion, dizziness, and a loss of consciousness. And was transported to a hospital by her husband. At the hospital, a blood glucose result of 28 mg/dl was obtained on the hcp device. And customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 6 (indicating brown out reset event log). No failure modes were observed, on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. Reported issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative) included the sentence. "If the product is returned, a physical investigation will be performed and a follow-up report submitted". Which was incorrect as the product has been returned. Section h10 has been updated with the correct information.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 6 (indicating brown out reset event log). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. Reported issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving scan results 'hi' (reading >500 mg/dl) and self-treating accordingly. Customer subsequently experienced confusion, dizziness, and a loss of consciousness and was transported to a hospital by her husband. At the hospital, a blood glucose result of 28 mg/dl was obtained on the hcp device and customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.